Event description:
Information received from the field notes that the patient presented for follow-up post cardiac catheterization at a rate of 35 bpm and loss of ventricular capture. Interroga- tion of the device revealed >2500 ohms impedance and capture thresholds had increased to 4.5 v, 1.5 ms in both unipolar and bipolar configurations. The lead was subsequently replaced.